Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. Customer's blood glucose (bg) level was in the 400 mg/dl range. Reportedly, the customer intermittently administered manual injections to treat bg before resuming insulin pump therapy. The customer declined to provide additional information regarding the event as pump was working as intended.